Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module being used during nurse education did not recognize the 3ml syringe (bd plastipak¿ 3ml ref 309657 - compatible with alaris) and that "1ml" was the only selectable option. Bd clinical consultant confirmed 3ml syringe loaded into device, attempted to load a different 3ml syringe and device still only sensing "1ml" syringe. This occurred during staff education, there was no patient involvement. The device was then removed from staff education and was sent to the facility's biomed department. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an bd plastipak¿ 3ml ref (B)(4) (compatible with alaris) not recognized by syringe module was not determined because no products or device logs were returned.

Event description:
It was reported that the syringe module being used during nurse education did not recognize the 3ml syringe (bd plastipak¿ 3ml ref 309657 - compatible with alaris) and that "1ml" was the only selectable option. Bd clinical consultant confirmed 3ml syringe loaded into device, attempted to load a different 3ml syringe and device still only sensing "1ml" syringe. This occurred during staff education, there was no patient involvement. The device was then removed from staff education and was sent to the facility's biomed department. Although requested no additional information will be provided by the customer, no devices will be returned.